Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the pt's infusion device displayed e2 (battery depleted) without first displaying w2 (battery low). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The insulin pump's electronic compartment was visually inspected. The acid of the supercap leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop; therefore, the w2 error message was anticipated.